Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave pulsed field ablation catheter was analyzed. Visual inspection revealed no outer abnormalities were noted. The catheter was leak tested, and the catheter passed all leak testing. No significant damage was noted, and no abnormalities were observed.

Event description:
It was reported that the during a procedure to treat persistent atrial fibrillation and considered off-label use, the farawave pulsed field ablation catheter was connected to the pressure bag, and drips were observed from the catheter distal end. During preparation, no abnormalities were observed with the catheter. Additionally, the flush port was leaking. The connection was verified and confirmed to be secure. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The catheter was received for analysis.

Event description:
It was reported that the during a procedure to treat persistent atrial fibrillation and considered off-label use, the farawave pulsed field ablation catheter was connected to the pressure bag, and drips were observed from the catheter distal end. During preparation, no abnormalities were observed with the catheter. Additionally, the flush port was leaking. The connection was verified and confirmed to be secure. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.